Manufacturer narrative:
The initial MDR 2432235-2016-00241 was filed on may 9, 2016. Additional information (06/12/2016): a siemens customer service engineer (cse) performed a total service visit and found no issues with the instrument. The cse ran precision and quality controls (qc) post service, and found no issues with reproducibility. The cse replaced the gray peristaltic pump tubing and performed weekly cleaning for the customer. The cause of the discordant, falsely elevated cardiac troponin (tniultra) results obtained on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed total service and performed decontamination and monthly cleaning. The cse replaced the base probe and tubing, and both wash blocks. The cse ran precisions and quality control, resulting within range. The cause of the discordant, falsely elevated cardiac troponin (tni-ultra) results obtained on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The sample was then repeated on an alternate centaur instrument, matching the repeat from the original instrument. The first repeat result was reported to the physician(s). An additional discordant, falsely elevated tni_ultra result was obtained on another patient on the advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower. The first repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.